Event description:
"Bicondylar tibial plateau fractures treated with fine-wire circular external fixation". Author: n. Ferreira et al., at springerlink.com. According to the study, this retrospective study reports on the outcome from the management of high-energy tibial plateau fractures through limited open reduction and fine-wire circular external fixation, ilizarov (smith and nephew, memphis, tn) fixators were used in 30 cases. It was documented on the paper that a patient suffered pin tract sepsis. Pin site infections, when they occurred, were graded and treated according to the checketts and otterburn classification, treated with local pin track care and oral antibiotics.

Manufacturer narrative:
It was reported from a literature review that the patient presented pin site infection which was treated with local pin track care and oral antibiotics. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. As device information was not made available, device history record, sterilization documentation and complaint history review cannot be completed. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Based on this investigation, the need for corrective action is not indicated. The paper was published in 2014. Infection, a potential complication associated with any surgery, can occur and possible causes could include but are not limited to contamination, patient reaction, and post-operative healing issue. Without the return of the actual product involved and no patient medical records available, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.